Event description:
The one touch ultra meter was giving inaccurately high readings. On 4/9/06 at 10:00 pm, the pt obtained a blood glucose result of 429 mg/d on the reported meter. At that time, the pt was experiencing no symptoms of high or low blood glucose levels. Because of the elevated reading, the pt took 15 units novllog insulin and then went to bed. At 2:00 a the pt woke up with symptoms of sweating and shaking. He tested hs blood glucose level to be 40 mg/dl. The pt treated himself with orange juice and quickly felt better. He did not retest his blood glucose level after the juice was consumed. The next morning the pt's fasting blood glucose result was 106 mg/dl. His expected fasting glucose results range from 110 mg/dl to 200 mg/dl. The pt noted the first vial of test strips used the evening before was a different lot number from the other three vials in the package, but the same calibration code number. At an unspecified time, the pt obtained the blood glucose result of 319 mg/dl using the first test strip vial, the result of 186 mg/dl using a second test strip vial from the package, and a result of 174 mg/dl using an accucheck meter, within a few minutes of each other. The customer care advocate (cca) determined during the troubleshooting telephone call the pt's testing technique was correct, the test strips were within expiration dating and in good condition, and the meter was programmed for the correct unit of measure and calibration code number. The cca also determined during the call that one vial out of the package of four had a different lot number on the label. The pt had used that vial of test stips, newly opened, when he obtained the blood glucose result of 429 mg/dl. No quality control testing was performed during the call, as the pt did not have control solution. The meter, test stips and control solution were replaced. The pt obtained a high blood glucose reading using the reported meter and test strips, took insulin and then became hypoglycemic during the night and required treatment with food. Therefore this complaint is being reported as an adverse event.